Manufacturer narrative:
The devices were not returned for analysis. Vasospasm and hemorrhages are known inherent risk of mechanical thrombectomy procedure and are documented in the device's instruction for use. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. The reported event could not be confirmed, as the cause of the event could not be definitively determined. MDR related to this event: 2029214-2016-00465 2029214-2016-00466 2029214-2016-00467.

Event description:
Citation: jiang sw1, wang hr1, peng y2 et. Al. Mechanical thrombectomy by solitaire stent for treating acute ischemic stroke: a prospective cohort study. In this study we report a single center experience in chinese patients with acute ischemic stroke who underwent mechanical thrombectomy using solitaire stent thrombectomy device. From december 2010 to march 2015, 83 patients who underwent mechanical thrombectomy. The mean patient age was over 60 years (range (B)(4)), and male patients accounted for 60.2% of the pool. In one case, vasospasm was found in the m1 segment of the middle cerebral artery (mca). After injecting 90 mg papaverine, the vessel spasm was successfully relieved. Symptomatic hemorrhagic complications were observed in ten patients (12%). There was no report of additional treatment being given to the symptomatic hemorrhages.